Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not booting up and it was stuck at the blue screen. A review of the system logfile confirmed the malfunctioning of the x-ray-pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the x-ray pc showed no power or lights. The fse disconnected the power plug and confirmed that the plug was supplying power, indicating that the pc¿s power supply was faulty. The fse confirmed that the x-ray pc was defective. The defective x-ray pc was returned for analysis, and it confirmed the malfunctioning of the power supply unit (psu). To resolve the reported issue, the fse replaced the x-ray pc, installed the software and performed necessary calibrations. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, it was stuck at the blue screen. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.